Event description:
Revision surgery - 3d knee was used in the initial total knee arthroplasty. The locking screw (catalog # 337b1066) of the 3d knee tibial insert could not be tightened into component. Despite the surgeons several trials to tighten the screw, they were unsuccessful. The surgeon then used another insert of the same size.

Manufacturer narrative:
On (B)(4) 2012 an agent reported the locking screw of the 3dknee tibial insert could not be tightened into the tibial baseplate. Despite the surgeon's multiple attempts, it could not be tightened. When the surgeon switched to a 2mm thicker insert of the same size, it was tightened. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was returned to djo surgical for examination. The insert was returned to djo surgical and was visually inspected. The entire thread form on the insert attachment screw is stripped. The peaks of the thread form have been deformed and the threads are flattened. The anterior tangs have little deformation which is not typical of an insert which has been installed and removed. It is possible the liner was not fully seated when the surgeon attempted to tighten the screw. The screw could also have become stripped due to misalignment with the baseplate thread. It was reported by the customer, that the screw threads were identified as being damaged upon opening the packaging. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the tenth complaint for this part number. This is the first complaint for this lot number. The root cause for the complaint is due to the insert attachment screw not engaging with the baseplate. Factors that can contribute to the insert screw engagement includes: misalignment or improper positioning, debris in the tibial tray or under the insert, inadequate impaction force, or a damaged screw thread. A visual examination under 5x magnification confirmed significantly damaged screw thread crests. There is conflicting information on the condition of the screw threads prior to the operation. The device history records showed the screw lot passed with 100% inspection on thread engagement. In addition, there are no complaints of other screws from the same lot having thread problems. No evidence was found during this investigation that suggested a design problem contributed to the engagement issue. The customer reported manufacturing/handling problem could not be confirmed through a review of the device history records, inspection of the returned device, and examination of the product complaint database.